Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not able to recharge the neurostimulator (ins). The ins site was painful due to movement. It was reported that the ins was able to be moved horizontal to vertical; the ins wasn't staying parallel to the skin. There was difficulty obtaining adequate recharge quality. The ins was moved to new pocket more midline and sutured in place. There were no known factors that could have contributed to the issue. The issue was resolved.